Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 4/26/2021. Investigation: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's air vent membranes were wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of leaking tpn tubing was verified. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. The sample was sent to the filter supplier for additional investigation. It was determined that it is likely that fluids used by the end user has caused the vent membrane to become wetted out and allow the vent leakage. H3 other text .

Event description:
It was reported that a as lvp 20d 3ss 0.2m cv leaked during use. The following was reported by the initial reporter: "it was reported that tubing leaked. Verbatim: "leaking tpn tubing turned into educator. Tubing originally hung 3/16. Leaking reported to have occurred on 3/19 or 3/20.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a as lvp 20d 3ss 0.2m cv leaked during use. The following was reported by the initial reporter: "it was reported that tubing leaked. Verbatim: "leaking tpn tubing turned into educator. Tubing originally hung 3/16. Leaking reported to have occurred on 3/19 or 3/20.""